Manufacturer narrative:
As reported, post implant of avitene ultrafoam the patient developed scarring in the mastoid area. Based on the information provided to date, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 26-oct-2022 based on the date of awareness.

Event description:
As reported, during an ear procedure the surgeon used avitene ultrafoam collagen hemostat in the mastoid area on fresh bone. As reported, about, 4 weeks of post-implant the patient experienced scarring in the mastoid area.